Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer's ecp (eye care professional) that while in the united states, the consumer was seen and treated for bilateral corneal infections. The treating optometrist in the united states advised the consumer that the corneal infections were caused by poor lens fitting. Both the consumer's ecp and cvi have made a good and reasonable effort to obtain additional medical information from the consumer without results. Based on the alleged diagnosis (corneal infections), this event is being reported out of an abundance of caution in the absence of medical information.